Manufacturer narrative:
Eval summary: the product lot number was not provided, therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Event description:
Slight hyperthermia [hyperthermia]. Pain [pain]. Feeling of tension in knees [sensation of pressure]. Could not walk [abasia]. Calor [joint warmth]. Significant swelling knees [joint swelling]. Case description: spontaneous report received on (B)(6) 2009 from a (B)(6) female pt, initials (B)(6). The pt's relevant medical history includes serious bilateral knee osteoarthritis. The pt received her first dose of synvisc on (B)(6) 2009, administered via intra-articular route at a dose of 2 ml, 1x/w per knee. On (B)(6) 2009, the pt received the third injection of synvisc in both knees as part of a routine treatment. Immediately after the third injection, the pt experienced a feeling of tension in both knees. The pt had pain, swelling, calor and slight hyperthermia. The following day, (B)(6) 2009, the pt could not walk and the swelling was very significant. Treatment consisted of a steroid, nsaids (non-steroidal anti-inflammatory drugs) and ice pack. As of (B)(6) 2009, both knees seem to ameliorate and the pt is able to walk again, although with difficulty. The events were reported by the pt to be of severe intensity and not yet recovered. Concomitant medications reported include antibiotic therapy (not otherwise specified). On (B)(4) 2009, investigational summary was received. The product lot number was not provided therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complains. Manufacturer's comment: the benefit-risk relationship of synvisc is not affected by this report.